Event description:
It was reported that this patient had surgical intervention, on a non-heart related issue. After surgery this electrode exhibited a low pacing impedance (less than 30 ohms, but within normal range). The physician believes magnet application was applied during the surgical procedure. Provocative maneuver testing did not reveal any artifacts in all three sensing vectors. A technical service (ts) consultant reviewed device data and provided recommendations for additional testing and recommended x-ray imaging. The device remains implanted. No adverse patient effects were reported. New information was received indicating that the subcutaneous implantable cardioverter defibrillator (s-ICD) has been deactivated due to low system impedance. In clinic provocation testing and renewed measurements were performed without any changes. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this electrode was surgically explanted due to a fracture. Besides surgical intervention, no adverse patient effects were reported. The explanted lead is expected to be returned.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe) d8 (device avail for evaluation), d9 (returned to manufacturer date), h2 ( follow-up), h7 (remedial action), h8 (additional MFR narrative) the returned electrode in two segments - severed approx. 85mm from the terminal end. It was determined this damage occurred during the explant procedure. Resistance tests were completed to assess electrical performance and inner insulation integrity. A curve (bend) with a slight indent in the lead body with no damage present. Approx. 25mm from terminal end. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this patient had surgical intervention, on a non-heart related issue. After surgery this electrode exhibited a low pacing impedance (less than (B)(6), but within normal range). The physician believes magnet application was applied during the surgical procedure. Provocative maneuver testing did not reveal any artifacts in all three sensing vectors. A technical service (ts) consultant reviewed device data and provided recommendations for additional testing and recommended x-ray imaging. The device remains implanted. No adverse patient effects were reported. New information was received indicating that the subcutaneous implantable cardioverter defibrillator (s-ICD) has been deactivated due to low system impedance. In clinic provocation testing and renewed measurements were performed without any changes. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this electrode was surgically explanted due to a fracture. Besides surgical intervention, no adverse patient effects were reported. The explanted lead is expected to be returned. The device has been received and is currently undergoing analysis. Once analysis is complete, the final report will be submitted. The product investigation is complete and final report submitted.